Event description:
A customer in (B)(6) notified biomérieux of a misidentification of acinetobacter pittii as lactobacillus crispatus when testing a patient isolate with the vitek® ms (ref 410895, serial (B)(4)). Repeat testing completed with the bruker system, twice, obtained an identification of acinetobacter pitii. There is no indication or report from the laboratory that the misidentification led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in canada regarding a misidentification of acinetobacter pittii as lactobacillus crispatus when testing a patient isolate with the vitek® ms (ref 410895, serial (B)(6)). Repeat testing completed with the bruker system, twice, obtained an identification of acinetobacter pittii. A biomérieux internal investigation has been completed with the following results: complaint trend analysis and device history record review: a trend analysis was done regarding the complaints recorded for a misidentification due to a non optimal sample preparation. Since january 2016, no similar complaint has been recorded. No isolate of acinetobacter pittii was misidentified as lactobacillus crispatus. There is no CAPA, no non conformity on vitek® ms linked with customer 's complaint. Conclusion on the fine tuning: the fine tuning analyzer report for the last fine tuning done before the identification issue was not provided. Consequently, it was not possible to conclude on the fine tuning quality before the identification issue. Conclusion on spot preparation quality: the customer's spot preparation quality was not optimal. The calibrator "all peaks" values were heterogeneous. This could be explained by a non-optimal spot preparation of the calibrator strain (culture, spot, different operator). This can be extrapolated to the sample preparation. Conclusion on the identification: regarding the complaint description, the most probable identification is acinetobacter pittii. To confirm the identification, a sequencing has to be done, it is the reference method. Unfortunately the strain was not available to perform further investigation. The misidentification was obtained with a low level of peaks. Moreover, the misidentification was obtained with a low identification score (-0.3) which is near the acceptable limit for giving an "identification" result or a "no identification" result. This could be explained by a non optimal spot preparation of this sample strain. Root cause analysis: non optimal spot preparation.